Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue and the pump battery was depleting quickly. Customer's blood glucose was 70-120 mg/dl.